Event description:
Customer was hospitalized for high blood sugar levels and the customer was being treated with an insulin drip. Troubleshooting was done on the pump and it was indicated that the nurse was unable to download the bolus history. The customer was unwilling to talk about the events leading to this incident and educator insists on the pump being replaced.